Event description:
Customer called requesting help with performing a blood glucose test with the freestyle meter. Customer kept "falling asleep" when attempting a test. Customer's family member was able to conduct two blood tests on patient with readings of 101 and 95 mg/dl. Customer stated they could not stand up and customer service agent called 911 per customer's request. Customer was taken to the emergency room and was released the same day. Patient was diagnosed as being hypoglycemic.